Event description:
A customer reported encountering alarm 2 followed by alarm 26 due to occlusion events. Despite these issues, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To address the occlusion events, the customer changed the infusion set and cartridge and resumed insulin use. Frequent occlusion issues were noted, and further assistance was arranged for the customer, who was advised to call back for additional support.